Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Review of the event history showed base not responding, backup audible alarm post, base task timeout, base task debilitated. Functional testing was performed and the reported issue was confirmed. The cause was traced to a faulty main circuit board. The circuit board was replaced to address this issue.

Event description:
It was reported that the device emitted a backup audible alarm power on self-test during testing. Evaluation of the returned device identified base not responding, base task timeout and base task debilitated errors.